Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer does not receive alarms on the follower app when the pump user gets a low alarm. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt replicate this issue was not needed as the issue in question was actually designed software behaviour. The issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). After conducting a thorough investigation, we have found that the care partner was receiving no notifications during the reported time as there were no associated alerts during that time period. Previous alerts are reported to have been cleared in logs. Note that any alerts cleared immediately by the patient will not show up to the care partner. Cp app logs indicate that push notifications are being processed normally. The issue seems to be resolved for the patient. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please ensure that the alert is not immediately cleared by the patient for the carepartner to receive the notification. Please ensure that the carepartner is subscribed to the corresponding alert in their notification settings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt replicate this issue was not needed as the issue in question was actually designed software behavior. The issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). After conducting a thorough investigation, we have found that the care partner was receiving no notifications during the reported time as there were no associated alerts during that time period. Previous alerts are reported to have been cleared in logs. Note that any alerts cleared immediately by the patient will not show up to the care partner. Cp app logs indicate that push notifications are being processed normally. The issue seems to be resolved for the patient. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please ensure that the alert is not immediately cleared by the patient for the carepartner to receive the notification. Please ensure that the carepartner is subscribed to the corresponding alert in their notification settings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.